Event description:
It was reported the patient's scs stimulation was very positional. The patient stated she would always feel stimulation in her hand which the patient did not like. The patient stated she was not receiving the relief she expected from her scs system. Follow-up identified the patient had her scs system removed.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.